Manufacturer narrative:
At this time no conclusions can be made. The attorney has made an allegation of hospitalization, infection with treatment and an additional surgery, however no medical records have been provided. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent a umbilical hernia repair procedure to introduce a bard/davol soft mesh to the patient's peritoneal cavity to reinforce tissue affected by the hernia . (B)(6) 2015: the patient was admitted to the hospital for a severe infection of the mesh from his june hernia mesh surgery in which the bard/davol bard soft mesh was used. The patient was admitted to the emergency department where an incision and drainage procedure (I&d) was performed, followed by administering an anti-biotic treatment that spanned the course of three days. The infection is alleged to have been mrsa. The patient experienced a lack of natural bowel movement causing him to have to ingest laxatives daily to maintain regularity. It is alleged that the bard/davol soft mesh is defective. As alleged, the patient has suffered serious bodily injuries that have resulted in pain and suffering, disability, and mental anguish.